Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be due to mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the "tip was bent" on the craniotome device. There reporter indicated that the availability of a spare device was "not applicable". The reporter indicated that a delay in surgery was "not applicable". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.